Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during fill 1 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that the patient is not trained on performing stat drains or manual peritoneal dialysis therapy if needed and confirmed that the patient was not able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient was seen at the clinic the next day and a culture was taken but has not received the results. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. Additional information regarding culture results was requested but has not been obtained.

Manufacturer narrative:
Additional information provided in b5.

Event description:
Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed the patient¿s culture results were negative and confirmed the patient was not treated prophylactically.

Manufacturer narrative:
Corrected information provided in g2.

Event description:
Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed the patient¿s culture results were negative and confirmed the patient was not treated prophylactically.

Manufacturer narrative:
The complaint product sample was received from the customer, the sample was received with original package. During the visual inspection, a separation was found from the patient line to the cassette port. In addition, no solvent application was observed in the tubing and connector. The alleged failure mode was confirmed during sample evaluation. The patient line and the cassette port were dimensionally inspected and were found within the acceptable range. This kind of failure mode could be caused by the operator during the manufacturing process due to a lack of solvent in the dispenser, a dispenser malfunction, an incorrect bushing diameter, an incorrect pin size or an incorrect solvent application technique on the component. A device history review (DHR) was performed for the involved lot of the product and there were no non-conformances, any associated rework or deviation related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Additionally, it was found that during the assembly process of this lot there was personal under training period. The event was confirmed based on the sample evaluation. The returned sample was scrapped after evaluation.

Event description:
Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed the patient¿s culture results were negative and confirmed the patient was not treated prophylactically.